Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken wgprime25 from an unknown lot number. Using microscope visually checked file. No manufacturing defects or markings noted on file. Approximately 2.08mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned.

Event description:
It was reported that a waveone gold file broke in a patient's tooth during use. The broken piece was not retrieved and was incorporated into the filling.